Event description:
It was reported that after two hours of pumping, the "leak alarm sounded" and the pump was exchanged off the patient. The second pump did not alarm "therefore, the hospital wants the pump serviced". The pump is now at another country's co and will be serviced. A request has been made for more information.

Manufacturer narrative:
Product will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.